Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102 and failed incoming functional testing. The cause for the failure was isolated to a shorted u1004 component and a defective u1005 component on the computer/analog pca. The root cause for the shorted u1004 and defective u1005 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 102 and failed incoming functional testing.